Event description:
It was reported that a home patient (hp) had changed out a bag on the setup for peritoneal dialysis prior to therapy, reusing the same cassette. The bag had a kink in the tubing so the hp replaced the bag with another one from the same lot. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for use error - reuse of single-use product, where the user reused the same supplies and only changed the bag. The instructions listed in the patient at home guide for the homechoice device state, "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags. The guide instructs patients to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions that are listed in the end therapy early procedure. A review of the label for the product family will be conducted. The cause for re-use of single use supplies cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.